Event description:
On 07/05/2010, a patient contacted the johnson & johnson affiliate in (B)(4) and reported being seen and treated for an "infection." No additional information was provided at that time. Additional information was requested. On 07/11/2010, our affiliate reported that "the patient consulted a doctor and an optometrist on (B)(6)2010, and (B)(6)2010." Affiliate also noted that both eyes were affected and that the patient was given drops by the "gp." This medwatch form is for the right eye; please also refer to report 1033553-2010-00046 for the left eye. The optometrist was contacted by the affiliate to request additional information. The affiliate reported that the doctor would not provide any specific details regarding the patient's diagnosis and treatment because the patient would not authorize the release of any medical information. Doctor reported "not being able to determine the cause of the eye infection" and "an eye infection can be caused by many other factors." Doctor also reported "eyes have not fully recovered; doctor wants to go back for another review in 2 weeks time to make sure infection has cleared up." Five sealed blisters of the same lot of the product in question were returned for evaluation. The product evaluation indicated: the parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness and diameter. No visual attributes were observed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is available at this time. No additional information is expected to be received. Based on the limited information available, the duration of the treatment and that "infection" may or may not indicate a serious injury, this report is being submitted as worst case. No further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. All serious medical adverse events reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.